Manufacturer narrative:
H3: product analysis: part# 6550006 lot# em18h023, visual and optical examination analysis reveals that the locking tabs have been bent inwards of the tip of the driver which will not allow the center shaft of the instrument to function and the retaining pin has been bent and the hex edges of the compressor have been rounded. This is consistent with bend stress overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event. It was reported that for the inserter the weld that holds the handle to the inserter shaft has come loose and product is in 2 separate pieces. For a driver, the inner device that goes inside the inserter is no longer extending to allow the product to grasp a set screw. For a driver, a portion of the tip of the inserter has broken off and the inserter will no longer grasp a set screw. None of the problems with the instruments occurred during surgery and there was not patient involved with any of the issues.